Event description:
Spontaneous communication received from (B)(6)., respiratory therapist from md office: patient is currently admitted to (B)(6) for central line infection. Line and blood positive for staph. Patient has two new lines, one delivering IV remodulin and the other IV antibiotics, which the patient will need to receive for 6 weeks. This patient and her caregiver clearly need retraining on sterile technique for central line care. It is my understanding patient could discharge today or tomorrow once home health is arranged for the IV antibiotics. Date of admission not specified, length of hospital stay is ongoing. No further information. IV rernodulin patient. Reported to (B)(6) by: health professional.